Event description:
It was reported that during a device changeout this right ventricular (rv) lead was found to have exhibited high out of range shock impedance measurements. Device data was sent to rhythm care for review. Rhythmcare then provided further troubleshooting options to be considered. This lead remains in service. No adverse patient effects were reported.